Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was getting a new ins implanted. Prior to implant there was normal impedance. After the new ins was implanted impedance on both sides measured over 40,000 ohms and the patient lost therapy. There were no external or environmental factors that led to the event. Three days after implant the ins was disconnected and the impedance was checked on the extensions and leads, which were both normal. The ins was reconnected but impedance was again high. The ins was changed and the impedance was normal again. The patient received effective therapy. No further complications were reported or anticipated.

Manufacturer narrative:
Product analysis product ID# 37601. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.